Event description:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is limited range of motion. Primary surgery occurred on (B)(6) 2015. Revision surgery is planned for 07/14/22.

Manufacturer narrative:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is limited range of motion. Primary surgery occurred on (B)(6) 2015. Revision surgery is planned for 07/14/22. The device history record was reviewed and the device was manufactured per the specifications. All sterilisation requirements were met.